Event description:
The customer reported an intermittent loss of x-ray functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and found the x-ray tube discharging. No conclusion can be drawn, as further repair info is not available.